Event description:
It was reported by the hospital that the patient underwent a knee replacement on an unknown date. Subsequently a revision procedure was performed on (B)(6) 2014, due to the bearing having rotated 180 degrees. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Additional information was received (B)(4) 2014 indicating the explanted bearing was actually item 159534 instead of 159791. All information related to this item including the lot number, item name, manufacture and expiration dates have been updated in the follow-up MDR. The returned bearing was evaluated and shows evidence of superior-anterior edge impingement. It is probable that this may have increased the stresses endured by the part causing the apparent delamination and oxidation of the part, as well as the overall increase in wear. The exact reason for such impingement and the reported rotation of the bearing remains unclear.